Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have a damaged teflon pad located at the clamp arm. No material was missing. The probable root cause of the teflon pad peeling off is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the ha instrument teflon pad was damaged, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Although the complaint regarding the reported failure was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device did contribute to the customer reported issue. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument teflon pad broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention. Blank MDR fields: follow-up was attempted, but the missing patient information in patient information and adverse event or product problem was either unknown, unavailable, not provided, or not applicable. The expiration date for model # is not applicable. Field implant date/explant date is blank because the product is not implantable. Information for the blank fields in initial reporter name and address is not available.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace (ha) instrument teflon pad was warped. Another instrument was used to resolve the issue. The procedure was completed with no further issue reported. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: a fragment fell inside of the patient¿s anatomy. The fragment was retrieved during the same procedure.